Manufacturer narrative:
Additional information on initial report: b.5.

Event description:
It was reported that the device had a channel error. There was no report of patient involvement or harm.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error.